Event description:
It was reported that the pt was getting out of a chair and felt a clunk from his hip. Follow-up x-rays show that he appears to have a broken t3 restoration stem. The device remains implanted and no revision surgery has been scheduled at this time.

Manufacturer narrative:
Na